Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported during a da vinci assisted radical prostatectomy without lymphadenectomy surgical procedure, while the surgeon was operating through the 3d viewer, the large needle driver instrument suddenly became unresponsive, and the moves were in the opposite direction. No abnormal system behavior was observed prior to the event. After the removal, the operating room (or) staff inspected the instrument, and no wires were exposed or were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and/or sterile adapter were reseated but the issue continued. The instrument was replaced with a backup from the same type.